Manufacturer narrative:
(B)(4). Eval method: device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: the valve was not returned for analysis. However, per event description, the valve was explanted due to a perivalvular leak which is procedure related. It was also reported that the valve was functioning normally. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 2 years, was explanted due to a paravalvular leak. It was reported that the valve was functioning normally. The pt was returned to the operating room due to bleeding determined to be at the needle hole in aorta, thought to be caused by a blood pressure spike to 200 mmhg post operatively. The pt recovered with no adverse effects and was discharged.